Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a meshgraft required repair. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device noted that the meshgraft could not produce a proper mesh and that the cutter blade and side plate were defective. Repair of the mesher occurred on 30 september 2019 and involved replacing the cutter and the side plates. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the device could not produce a proper mesh due to a defective cutter and side plates were defective, it cannot be determined from the information provided as to what caused these components to break down. As such, a specific root cause of the reported event cannot be determined. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that during kit inspection it was discovered that the device needed repair for an unknown issue. During investigation of the device, it was discovered that it had a defective cutter and side plates and did not produce a passing test mesh. No adverse events were reported as a result of this malfunction.